Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. Initially a 27mm device was deployed but was recaptured and removed. A 30mm device was then used and was also recaptured and redeployed and implanted. A few hours post-implant, a pericardial effusion was noted and a pericardiocentesis was performed. The patient recovered in the intensive care unit and required a blood transfusion. The patient was stable and was discharged.